Event description:
As reported via the excellent study (B)(6), a patient of unknown age, sex, and medical history (subject 915-153) presented with an unknown stroke type on an unknown date. At the time of this review, no information other than the adverse event, has been entered into the clinical database, the crf. On 26-nov-2023, the patient experienced the adverse event of ¿small volume of mixed contrast stainings and subarachnoid hemorrhage in the right mca cistern and sylvian fissure,¿ which became known to the site and sponsor on 04-dec-2023. The principal investigator (pi) assessed the event as not serious, mild in severity, and as possibly related to the study device, not related to the large bore catheter, and possibly related to the primary surgical procedure. This event was not medically treated, and the outcome is recorded as ¿recovered/resolved,¿ with an end date of 27-nov-2023. No further information was made available at the time of this review.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section a1. Patient identifier - (B)(6). Section d3 ¿ the product catalog and lot numbers were not reported, UDI unavailable. Subarachnoid hemorrhage is a known potential complication associated with the use of the embotrap iii device and is mentioned in the instructions for use (IFU) as such. Per the principal investigator¿s assessment, the adverse event of ¿small volume of mixed contrast stainings and subarachnoid hemorrhage in the right mca cistern and sylvian fissure,¿ was possibly related to the use of the study device and the primary surgical procedure. Despite the event being assessed as not serious and mild in severity, more than one third of survivors have major neurologic deficits. Cognitive deficits are present even in many patients considered to have a good outcome, thus this event is considered a serious injury. Based on this information and the assessment of the pi, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information was received on 23-jan-2024. Summary: per the additional information, an embotrap iii 5 mm x 37 mm (et309537/ 23g010av) was used during the procedure. Additional information was received on 24-jan-2024. Summary: per the additional information, the event of ¿small volume of mixed contrast stainings and subarachnoid hemorrhage in the right mca cistern and sylvian fissure¿ occur during the procedure, ¿likely after the multiple passes required with stent retriever.¿ regarding the physician¿s opinion on causes or contributing factors to the event, it was stated ¿multiple passes around the genu/curve straightening of vessel.¿ the patient¿s baseline neurological status was said to be ¿nihss score of 0 and a mrs score of 0 at discharge.¿ vessel trauma was associated with the event; ¿likely from the multiple passes and she had underlying ica [internal carotid artery] dissection.¿ the device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with lot 23g010av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.